Event description:
A ventilator was returned to a third party service center with an allegation the device shut down while in use. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was evaluated at the third party service center and the customer's complaint was confirmed. The device's system board was replaced to correct the problem.